Event description:
It was reported to covidien on (B) (6) 2009, that a customer had an issue with a safety needle. Customer reports one of their nurses had a problem with the magellan safety needle. Customer reports when you push on the safety, the needle bends and in this case the needle broke off from the hub.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.